Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states there is a break at the bifurcation junction. The catheter was placed on (B)(6) 2014, the inicident occurred on (B)(6) 2014 and the catheter was removed also on (B)(6) 2014. There was no patient injury.

Manufacturer narrative:
The device history record (DHR) was reviewed and no deviations related to this failure mode were found. There are no non-conformances related to the reported issue. The product sample consisted of one 14.5 fr tal palindrome with slots catheter, 23 cm implant length, 40 cm overall length. After visual inspection was performed, a hole was found on the joint of the catheter below the hub. During functional testing (underwater testing), bubbles were detected coming out from the lumen below the hub, which corresponds to the venous extension. The lumen corresponding to the arterial extension did not show bubbles during the test. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. Catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks scrapes, cuts, etc., which could impair its performance. The most probable root cause can be due to use of inappropriate cleaning agents. A formal corrective and preventative action was opened as a result. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, manufacturing performs 100% leak testing at the final stage of production, which would identify this issue in the catheter assembly. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.